Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed, and it was determined that the thrust disk had worn off from the coupling expansion complete and the needle bearing sleeve was seized and had a rough rotation. It was further determined that there was excessive debris on the ball bearings and the device stalled during the pretest for insufficient power. It was determined that the thread saw blade coupling had a component damage. It was observed that the device had a foreign substance/debris/cleaning/sterilization, corrosion/rusting/pitting and a cosmetic damage - worn. It was further determined that the moving parts did not move smoothly, and the device stopped by itself. It was further determined that the device failed pretest for check function of device and check oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that during service and repair pre-testing, it was discovered that the recon sagittal saw device stopped by itself. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.